Manufacturer narrative:
On 04/23/2019, the mentor failure analysis lab received the device for evaluation. On 04/30/2019, mentor received additional information about the event. The patient¿s explanted device was replaced with a mentor smooth round moderate profile 475cc saline breast prosthesis. On 05/03/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device and no foreign material was observed on the shell surface. During initial evaluation a crease was observed on the posterior aspect. Leak testing was performed according with mentor procedures and it revealed a rupture within crease, measuring approximately <0.1 cm. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the brown material. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 475cc saline breast prosthesis, catalog #3501680, serial # (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 475cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was confirmed via ER. As a result, the patient will undergo explantation on (B)(6) 2019.